Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the basket and flower configuration were tested, but it was not possible to reach flower, the slider was moved forward, but it was stuck. There was a problem to advance the guidewire from the start. No tissue was observed at the tip of the catheter or guidewire, the guidewire could not be removed as normal, it was within the catheter. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. The guidewire was advanced beyond the tip when the catheter was removed. It was confirmed that only farawave catheter will be returned, the guidewire was thrown away. No shipping/tracking information was provided.